Event description:
The arterial cannula was inserted for normal heart valve replacement surgery. Bleeding was noted and 2-3 units of blood were lost while replacing the cannula. The tip of the removed cannula was found to be crushed with missing pieces located at the preparation table in the o.r. It was reported that the patient subsequently suffered a stroke.